Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis

Event description:
A medtronic representative reported that while in a cranial resection procedure, the dynamic reference frame (drf) patient tracker was flickering in and out of tracking status. It was reported that the drf was plugged into different ports on the axiem box, but the issue occurred even with the emitter tracking view adjusted. There were no issues with flickering tracking with other instruments. Two different drf patient trackers were tested and both were flickering. It was possible to continue with navigation inspite of this. There was a reported delay to the procedure of 15 minutes due to this issue and no impact on the patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.